Event description:
It was reported that immediately after starting to use the product, the customer found leakage of air from the cuff. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history review. A sample was received for evaluation. It was decontaminated, without its original packaging. It was noticed that inflation line was detached from pilot balloon. Root cause is unknown. Similar customer complaints have been received; therefore, a non-conformance report was created with purpose to evaluate this issue.